Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm, frozen display, or display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and experienced a keypad anomaly. The customer stated that the insulin pump had been scrolling up a few days prior, and the insulin pump now was completely frozen. The customer's blood glucose was 140 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. The customer was advised that the insulin pump needed to be replaced due to a motor error alarm; it was unclear whether the customer had reported a motor error alarm. The customer's blood glucose was recorded based on the sensor reading, not a fingerstick. She declined troubleshooting for a failed battery test that had also occurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.